Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 21 mm watchman laa closure device was successfully implanted without issue. The following morning during a follow-up transthoracic echocardiogram (tte), no effusion was noted. By mid-morning, the patient had chest pain and another tte showed an effusion. A pericardiocentesis was performed with 120 cc of fluid being removed. The patient was reported as stable and will be monitored.